Event description:
It was reported that pump of this inflatable penile prosthesis (ipp) was not operating as intended; the valve is sticking and not popping. The patient attempted troubleshooting to no avail and intends to follow up with his physician.